Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer had taken 60 units of insulin while receiving emergency medical assistance in an ambulance. The nurse reported that the customer was depressive and that the patient and pump were unavailable at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the nurse disconnected the call. No further information was obtained. The insulin pump will not be returned for analysis.